Manufacturer narrative:
A review of the batch documentation has been performed. No similar complaints have been received so far. All batches are released according to the required specifications; all testing results were within specification for this batch. A small amount of silicone was found in the initial samples. A 100% visual inspection process of all filled syringes is performed to remove syringes with ""bubbles"" (silicone bubbles, air bubbles). Four syringes were received as complaint sample. Unfortunately our lab was not able to perform testing on the returned samples since there was not enough product present in the syringes. As the returned samples did not contain enough product to perform testing and no manufacturing related issues were identified, a conclusive root cause could not be determined. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported "microbeads" inside the syringe during a cataract procedure. A new product package was opened to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicating that the issue originally reported was not a foreign matter issue rather an occurrence of bubbles in the solution, which per medical device reporting guidelines is not a reportable event for this product.